Event description:
It was reported that the device was explanted after implant duration of zero days, due to unknown reasons. It was additionally reported that a second device, model #4600, was explanted. Refer to MFR #6000002-2008-09020. A third device was also explanted, model #4600. Refer to MFR #6000002-2008-08957. No further details were provided. Information learned from implant patient registry.

Manufacturer narrative:
Device not returned.